Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.